Event description:
It was reported that the right ventricular (rv) lead showed episodes of noise and oversensing. There were also instances of high pace/sense impedance measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies. However, the lead helix was compressed and bent. Visual analysis noted apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.